Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. However, upon examination of the provided image, there was a deformation identified at the blood inlet hole of the arteriotomy locator and the locator was kinked. No other visual anomalies were noted. It is likely that the deformation occurred after removal from the package, due to the extreme angle of kink. However, with no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that there was a bent hole in middle of the angio-seal device dilator. The patient was cytotoxic. There was no impact of event on the patient and no known affect. Additional information was received. 16dec2019. The procedure prior to angio-seal use was tace. A 6fr. Sheath was used. The product was not inserted as it was quite obviously bent pre- insertion. The component was the bend in the dilator (arteriotomy locator). The bend was noted when the angio-seal device was opened. The patient condition was stable. Hemostasis was achieved with a second angio-seal device.